Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow-up in clinic due to high ventricular rate episodes. While trying to interrogate the pacemaker, the data was inaccessible and took a long time to download the episodes. Physician tried to interrogate the device with other means but an error message occurred instead. It was suggested that the device may be in telemetry lockout mode. No programming changes were made and patient was will monitored. Patient was in stable condition.